Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 500 mg/dl. The customer decline helpline assistance and reported for documentation only. The customer stated kinking issue have resulted in highs. The customer was currently using carelink on personal computer at work.